Event description:
A pin collet was sent for evaluation because debris was coming out of the device. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device has not been received for evaluation. Additional information will be submitted once the device is received and the quality investigation is completed.